Event description:
The customer reported obtaining wbc vote outs on patient samples. The customer also observed approximately 20 ml of fluid overflowing from the wbc bath of the coulter act diff 2 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the wbc and the rbc baths were not properly draining due to a defective pneumatic pump. The fse replaced the pneumatic pump resolving the leak and wbc vote outs. (B)(4).